Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported bite concerns, teeth damage, and dentist recommendation to cease treatment due to their broken aligners. No further information available. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.